Manufacturer narrative:
Based on further analysis, there was no malfunction of the ge healthcare device. The root cause is due to 3rd party equipment, therefore this is not a reportable event on behalf of ge healthcare.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber canister was replaced.

Event description:
The hospital reported that the unit failed the preoperative leak test. There was no report of patient involvement.